Event description:
It was reported that the patient needed to have an ostomy placed so surgical intervention occurred; the pump pocket needed to be moved. A pump pocket revision therefore occurred on 2014-(B)(6). There was no alleged product issue and no diagnostic testing or troubleshooting performed. No patient symptoms or complications were associated with the event. The patient¿s status at the time of this report was listed as ¿alive ¿no injury¿. The device system was used to deliver baclofen. It was later reported that the patient¿s baclofen pump was ¿recently¿ moved to make room for a colostomy. The patient¿s health care provider (hcp) reportedly ¿mentioned something about my baclofen pump could possibly become infected¿. The pump was moved towards the patient¿s left side to make room. The patient had the surgery ¿eight weeks ago¿ as of 2014-(B)(4) and ¿recently¿ had surgery for the colostomy. The patient then got home ¿roughly four days ago¿ (2014-06-17) and since being home experienced ¿some very odd sensations and symptoms of something¿. The baclofen pump itself and the surrounding site ¿hurts to the touch and is very tender¿. It was also reported the patient was having ¿horrible pain in my neck but I couldn¿t tell you which vertebrae¿. The patient also reportedly developed a ¿huge intolerance to temperature whether hot or cold¿. The patient ¿can be at an ice cold room and be burning up with a small fever and have to take my shirt off. The exact opposite is true also¿. The patient was also experiencing every deep leg spasms and ¿my legs feel like they weigh 100 pounds each¿. It was noted ¿basically I just need to know what symptoms to watch out for in the event¿ of the pump becoming infected. No further information was provided. It was reported that at the time of this report, the patient was having a lot of pain around the pump and it had gotten progressively worse. If the patient leaned forward or moved his leg, he went into a severe body spasm. The patient had a lot of nerve damage. The patient had an appointment scheduled for 2014-(B)(6). The patient could not get a hold of his doctor¿s office. Since the pump was moved, the patient was concerned about an infection. It was noted that the patient had ¿tons¿ of abdominal issues and procedures. It was noted that the baclofen wasn¿t even helping anymore. The patient previously had dilaudid in the pump but that didn¿t help him, so it was taken out. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).